Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle, plastic distal end cover, bending section cover and adhesive around light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.